Event description:
The guide wire for a triple lumen was barred at the end which caused difficulty removing after insertion.what was the original intended procedure?put in a catheter.device #1is this a laboratory device or laboratory test?no.